Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years after a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient presented with worsening shortness of breath. The valve failed due to stenosis and halt with mean gradient of 58mm hg per tte and 79 mmhg by cath, and a valve area of 0.35cm2. A valve in valve procedure was performed. The patient was in stable condition and was discharged after the procedure.

Event description:
As reported by the field clinical specialist, approximately 4 years after a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient reported to feel okay until some months prior when developed worsening shortness of breath. Hypoattenuated leaflet thickening (halt) was noted recently and the patient was placed on coumadin. A month later the valve had a mean gradient of 58mm hg per tte and 79 mmhg by cath, and a valve area of 0.35cm2. A valve in valve procedure was performed. The patient was in stable condition and was discharged after the procedure. The perceived root cause of the stenosis was halt.

Manufacturer narrative:
A correction supplemental MDR is being submitted due to administrative review.

Manufacturer narrative:
A supplemental MDR is being submitted for image review findings and engineering evaluation findings. Sections b5, g6, and h2, and conclusions in this section were updated. H6 codes were added: type of investigation. H6 codes were corrected: device code, investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient anatomy was provided which demonstrated calcification of all three leaflets. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Calcification was confirmed based on review of provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Imagery of the patient anatomy was reviewed and it appears the valve failure is due to the calcification of all 3 leaflets.